Manufacturer narrative:
A1-a4: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the there was an s3 alarm that was unable to be cleared while attempting to run the console. The s3 alarm was noted during set up and occurred prior to providing support to a patient so there was no patient affected. They switched to the backup and removed the console from service. Related manufacturer reference number: 2916596-2023-07794 (primary console).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of s3 alarms was able to be confirmed. The centrimag motor was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days (03oct2023, 30oct2023, 08nov2023 ¿ 09nov2023 per timestamp). Events captured on 08nov2023 ¿ 09nov2023 took place at abbott. An s3 fault due to sf_ lcm_motor_iic activated on 30oct2023 from 15:52 ¿ 15:56. These alarms were able to clear on their own; however, the s3 alarms reactivated at 15:57 ¿ 16:24. The alarms cleared once the system was shut off. These alarms occur due to a communication error between the motor and console. The system was restarted on 30oct2023 at 16:42 and shut down again at 16:49. No alarms activated during this period. There were no other notable alarms active in the log file. Additional information provided on 01feb2024 stated that the issue was related to the console and not the motor. Although it was reported that the issue was related to the console, the reported event was unable to be reproduced during testing of the returned console. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the centrimag motor were unable to be reviewed due to the serial number being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.